Event description:
It was reported by the patient's spouse that the patient underwent a spinal surgery. Some time post op, the screws were found to be broken. No revision has been scheduled at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.